Event description:
"Seal leaks, opened seal after case and noticed tear - piece missing on septum. Products used - 10mm endostitch, 10mm and 5mm clip applier, endosonix, 5mm suction, and 5mm sroder pencer stadron. Purple disk is sliding during case."

Manufacturer narrative:
Upon receipt and evaluation of incident device, a follow-up report will be submitted.